Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator's touchscreen was not working as there was delamination at the bottom right hand corner. There was no patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to fluid ingress within the assembly. This issue will be internally investigated within carefusion.